Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek xs mete serial number (B)(4). At 13:38, the laboratory result using dade innovin reagent was 3.0 inr. Within four hours, the meter result was 4.4 inr. On (B)(6) 2021 at 8:32 am, the meter result was 2.2 inr. At 12:22 pm, the laboratory result using dade innovin reagent was 1.7 inr. The therapeutic range was 2-3 inr.